Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating correctly. There was no delay of therapy. The event occurred during set-up. There was no harm to the patient.

Manufacturer narrative:
Received device. Performed a visual inspection, filled reservoir with water, plugged in line cord, turned on power, and performed functional tests the heater worked fine, no fault found/could not duplicate customer concern regarding device not heating.